Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage, and priming tests were performed, and no issues were observed. Functionality test was performed, and the set worked according to requirements. A simulated use test was performed and no issue was noted. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8023 for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set was leaking total parenteral nutrition (tpn) from the side port. This was observed during patient infusion using an unspecified pump. When the leak was found, a green cap (non-baxter) was placed on the side port; when the cap was removed, tpn sprayed out of the side port. To resolve the event, the tpn had to be re-spiked with new tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.